Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred and the patient experienced chest pain. The target lesion was located in the left anterior descending artery. A 3.50 x 16 synergy ii drug-eluting stent was deployed to treat the lesion. However, when the device was removed, the stent delivery balloon became stuck in the guide catheter. After the entire system was pulled out as one unit, the patient experienced chest pain. Intravascular ultrasound (ivus) was performed which showed good results and the procedure was completed. No further patient complications were reported and the patient's status was fine.